Event description:
It was reported that the surgeon replaced a restoration/rimfit cup for unknown loosening reasons.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding loosening involving an exeter x3 rimfit id40 od56 was reported. The event was not confirmed. A material analysis determined no material or manufacturing defects were observed. A review of the provided medical records indicated, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A device history review could not be performed as the device was not properly identified. A complaint history review could not be performed as the device was not properly identified. Based on the results of the material analysis report and a medical review by a clinical consultant, there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this event. However, the exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported that the surgeon replaced a restoration/rimfit cup for unknown loosening reasons.